Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, and visual analysis revealed that the lead was damaged at implant.

Event description:
It was reported that the during the attempted implant procedure, the lead did not stay in place and was unstable. The lead was removed and replaced. No patient complications have been reported as a result of this event.